Event description:
In clinic notes dated (B)(6) 2012 (received (B)(4) 2012), this vns patient's physician reported that the patient was showing an increase in seizures. He reports that the patient was having 2-3 seizures per month up to (B)(6) 2011. Since early (B)(6) 2012, the patient's caregivers noticed that the patient had been having seizures almost daily. The physician attempted to communicate with the patient's generator, and it appeared that it was not functioning at all. The physician stated that the device was on rapid cycling and it was possible that the device could have been drained out by now. Per the patient's caregivers, since the vns was placed, the seizures response was dramatic; however, in the last 3-4 months, it has worsened again. The physician also reports that vns device may have migrated. He states that the device is sat down a little bit from the original location; however, he is unable to assess if the current positioning is due to the patient's weight loss issues or due to its original placement. Surgery is likely, but has not taken place to date. A battery life calculation was performed on (B)(6) 2012 with negative results. Attempts for additional information have been unsuccessful to date.

Event description:
On (B)(6) 2012, this patient's caregiver reported that vns caused the patient to lose weight. Since the battery died in (B)(6) 2012, the patient has weight went from (B)(6) to (B)(6). On (B)(6) 2012, it was reported that the physician was unaware of any weight loss issues. Attempts for clarification are underway. The patient underwent revision surgery on (B)(6) 2012. Attempts for product return have been unsuccessful as the explanting facility does not return explants for end of service.

Event description:
Additional information was received from the physician on (B)(4) 2012. The physician stated that he believes that the increase in seizures is due to the vns generator being dead. The physician increased the patient's depakote until the generator can be replaced. The handheld device in question worked fine for other vns patients. The physician attributes the patient's generator migration to the patient's weight loss. The surgeon will be notified to reposition the generator during replacement. Surgery is still likely but has not taken place to date.

Event description:
On (B)(6), 2012, it was reported that the physician did not believe the patient's weight loss was related to vns. It was confirmed that the patient received her replacement and was programmed back on. No settings were provided. The physician indicated that he would monitor her weight to see if there is any correlation to the vns therapy and future weight loss.